Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The returned device was evaluated and the monitor passed all evaluation tests. Device evaluation confirms that the therapy cable functioned as expected. There was no observed damage and all gel was fired/deployed during the event. Returned therapy cable failed weight test and safety test due to pre-shock gel deployment. Evaluation evidence indicates wcd performed per prescription and intended use. Patient was fit and trained prior to initial use, including the use of the heart alert button to cancel the shock. However, patient heard the alert but did not cancel the shock using the wcd heart alert button.

Event description:
Customer support spoke with the patient's family member, who lives with the patient, who stated that a shock was delivered. Caregiver reported the patient "felt fine" and did not want to seek medical attention. As follow up, customer support called the patient's family member, and they stated they are a nurse and feel confident in no need for medical attention. The patient was sleeping at the time of shock delivery, and the family member said the patient "did not reach the alert button in time." Also reported is that the patient has a motorized bed and slept in at the time of the event. Since the event, the patient has slept in a standard bed. The device shocked due to excessive noise. The reported injury was not life-threatening, did not result in permanent damage, or necessitate medical intervention to preclude permanent damage. However, an undiverted shock to a conscious patient could result in serious injury.